Event description:
It was reported that the device had channel error 354.6770 and "front case". No patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 05jun2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had channel error 354.6770 and "front case". No patient involvement.

Event description:
It was reported that the device had channel error 354.6770 and "front case." No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced pressure sensor harness causing error 354.6770. Front cover bottom front corners cracked, rear case bottom front corners cracked, right iui damaged ribs. Calibrated. A review of the device history record showed the device had a manufacture date of 06/05/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the press snsr harness 8110. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca-2018-0161 for iui conn issues. CAPA #: 1604765 for syr rear case.